Event description:
Pt complained of being cold & not feeling well 40 min into treatment. Temp 98.8 (97.6 pre-treatment) pt stayed on. Temp rapidly upward to 107.2. Treatment discontinued and restarted on new dialyzer lines and machine. Chilling subsideed but pt continued to feel poorly. Treatment terminated early. Pt sent to hospital & admitted. Temp 103 in e.r. Admitted ICU for 24 hr stay. Then condition improved and pt was transferred to med. Wing. Pt discharged 9/20/93 with no definitive diagnooosis.